Manufacturer narrative:
Representative for patient reported that patient was rushed to the emergency room in critical condition after his glucose levels spiked to 956, causing him to go into diabetic ketoacidosis. At the time, the patient was wearing the v-go device. No further information was provided. No device was returned for evaluation. No root cause can be determined based upon the information provided.

Event description:
Representative for patient reported that patient was rushed to the emergency room in critical condition after his glucose levels spiked to 956, causing him to go into diabetic ketoacidosis. At the time, the patient was wearing the v-go device. No further information was provided. No device was returned for evaluation.

Manufacturer narrative:
Block e1- initial reporter. Block e2- health care professional -no. Block e3- non health care professional'. Block g7- follow up 1. Block h2- correction.